Event description:
It was reported that cardiac tamponade occurred at the rv apex during treatment of vt in rv. Bleeding did not stop though drainage was performed. Open chest surgery was performed and the bleeding stopped. The cardiac tamponade was moderate and was not life threatening. The patient is in stable condition. Patient's condition was improved, and the prognosis was satisfactory. The causality of the event was described as possibly procedure related. Physician's comment: the catheter was contacted strongly and damaged cardiac muscle. This could cause the cardiac tamponade. The product (catheter) had nothing to do with the event.

Manufacturer narrative:
(B)(4). The catheter will not be returned to biosense webster for evaluation since it was discarded by the customer.